Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/19/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 11/28/2018. Acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as sores under the left therapy electrode. The patient consulted a physician who provided a steroid. Follow-up indicated that the irritation was improving.